Event description:
When the patient came to see her doctor, it was found that both implantable neurostimulators (inss) were turned off. The doctor reprogrammed parameters for the inss. After that, the ins in the left side returned to the same as before; however, they could not get telemetry on the right one. A por (power on reset) was seen and the serial number was not seen on the programmer. The next day, both inss were replaced. After replacing the inss, the patient recovered. See manufacturer's report number 9614453-2009-02300.

Manufacturer narrative:
The implantable neurostimulator (ins) has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.